Event description:
During an in clinic follow-up, increased capture threshold was observed on the right ventricular (rv) leadless pacemaker (lp). The rv lp was reprogrammed to resolve the event. The patient was in stable condition.